Event description:
It was reported that during stenting of an anastomosis in the saphenous vein graft (svg) to diagonal artery, a 2.25x12mm rx xience alpine stent delivery system (sds) was advanced via radial access through a 5f guide catheter. The stent was intended to be deployed at the diagonal artery; however, 4-5 mm of the stent was deployed in the diagonal artery and the remaining portion of the stent was noted to be in the svg. The sds was withdrawn from the patient anatomy without issue. While manipulating the guide wire, stent migration occurred and the stent was free floating in the svg. Another guide wire was advanced in order to place a 3.5x18mm xience alpine stent to crush the free floating 2.25x12 mm rx xience alpine stent against the vessel wall in the svg. A 2.5x8mm rx xience alpine was used to ultimately treat the lesion in the diagonal artery. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for migration of device or device component from this lot. Based on the reviewed information, no product deficiency was identified.